Event description:
During a right distal tibia procedure surgeon was impacting with the hammer and the handle broke. All pieces were retrieved, the surgeon selected another hammer and completed the procedure this is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation revealed the device was manufactured prior to 2001. The handle broke due to normal wear and tear over the years. High temperature cycles during sterilization have an impact on the lifespan of these instruments and the handles may become brittle. The device was used for over 11 years with no known issues, therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the lot number provided could not be verified; therefore, further investigation cannot be performed.(B)(4)

Manufacturer narrative:
The device was used for treatment, not diagnosis.(B)(4).